Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the evaluation is complete.

Event description:
It was reported that the handpiece was running hot. Customer was not able to provide any additional information. It is unknown how the device was being used and if there were adverse consequences.